Event description:
Additional information received from the patient reported the circumstances that led to their pain was they were getting to recharge their implant but the recharger didn't come on at all and malfunctioned. The patient stated they didn't change anything when they tried to turn it on and didn't know anything about broken pins. It was noted the patient's pain was fairly constant and they used their implant every day. When asked what steps were taken to resolve the pain, the recharger not powering up, and the broken pin on the desktop charger the patient stated all they could do was wait for the replacement parts. "The first part with the transformer did not solve the problem. The second part worked as soon as I connected it. As far as the pain, I use lidocaine patches but they don't do much. I had four pain pills left from my hand surgery on (B)(6) 2015 so I used those." The patient also stated they had to use ice packs and muscle relaxants.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported there was a bent connector pin and it was getting hot at the connection. The implantable neurostimulator recharger (insr) was not recharging even though it was plugged into the wall. The patient was redirected to the repair department. Additional information reported the patient received part of the cord, but it was not fixing the problem. The green light was coming on but the insr was still not powering up. The patient stated nothing was on the screen. The patient called back and stated she received part of the cord on (B)(6) 2015 and it did not resolve the issue. The repair department sent out different equipment. The patient wanted to know when it would arrive. It was reviewed it was in transit and should be delivered (B)(6) 2015. The patient reported she had been in pain since (B)(6) 2015, since the insr stopped working. The patient stated she was having pain like she used to have. The patient stated she used her therapy every day and she had it on almost all of the time. Medical history includes spinal pain and pos t lumbar laminectomy syndrome.

Manufacturer narrative:
Analysis of the desktop charger (B)(4) found there was an unknown board failure. The green light went off/on and the voltages were erratic. Analysis of the recharger (B)(4) found corrosion.